Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed burning sensation and itching underneath the device. The patient reported that the skin is not red and no open areas. The patient reported trying creams on the area. The patient's physician instructed the patient to remove the device. The patient's reported that after removing the device the sensations were gone.